Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, an empty box was returned without the actual device. Further, additional information received indicated that the device was disposed of by the hospital and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) using ruby coils and lantern delivery microcatheter (lantern). During the procedure, a ruby coil would not advance through the lantern. Therefore, the ruby coil was removed. The procedure was completed with new ruby coils and the same lantern. There was no report of an adverse effect to the patient.